Manufacturer narrative:
5/29/1998: investigation results. The device in question was returned. During decontamination, several attempts were made to inject both air and water into the drain lumen, but all attempts were unsuccessful. The catheter was cut at the base of the wye manifold; visual examination confirmed that an extra silicone material is blocking the lumen. The plug of the material is approximately 1.3 cm long and emanates from the inner wall of the main lumen of the catheter, it is not a free floating object. No other anomalies were detected. The entire device is a part that is purchased from an outside vendor by sheridan. A complaint file review shows no prior complaints involving fo-ly caths that are plugged. Based on the examination results, the complaint is a direct result of a vendor quality issue but it appears to be isolated to this one device and is a random defect. No further info is anticipated for this report.

Event description:
According to reporter, the catheter was used during an operation. The catheter did not provide any drainage, so the operation was stopped to check the catheter. As a result of their investigation, they found that the lumen of the catehter was "choked".